Event description:
User facility reported: during a staged percutaneous coronary intervention (pci), air was injected into the patient. The physician went up directly with a left guide catheter. During the first guide shot, air was present 1.8 seconds into the run. The patient became hypotensive and bradycardiac. The patient was treated with dopamine and responded. The case was continued and the left anterior descending artery (lad) was treated. The patient was in stable condition upon leaving the cath lab. User facility's opinion is that the cause of the event was that the hemostatic valve (non-acist component) was left partially open and this was the source of the air on the first injection.

Manufacturer narrative:
The acist angiographic contrast injection system model, cvi, was returned to acist on (B)(6) 2014 for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction related to this event based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the user facility; therefore, no analysis could be made of these items. Acist requested a copy of the cine-angiogram but this was not provided by the user facility. Photographs of the angiographic images were provided b the user facility. Acist's medical advisory board member reviewed the information and copies of the images provided by the user facility; this event was a large air injection that occurred on the first injection, which usually indicates that the system was not cleared of air at setup. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi users manual, the air column detect sensor is designed to air the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. Based on the testing of the injector, there is no evidence of device malfunction related to this event. Based on the information provided by the user facility, the source of the air on the first injection of contrast into the patient appears to have been through the partially open hemostatic valve. Acist clinical vascular specialist completed in-service follow-up training with the user facility on (B)(6) 2014. This report is closed.